Event description:
Members mark- when inserting into the skin the needles contain burs. Needles are bending when the needles are being inserted; when pushing the plunger it seemed like something was inside the syringe.